Manufacturer narrative:
Result: head left siderail arm was damaged and immobile.

Event description:
It was reported by service report that the head left siderail arm was broken and would not move. No patient involvement or adverse consequences were reported.